Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02034, and #3005099803-2010-02038 for a description of the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy. According to the complainant, the clips came out of the sheath, and were placed into position, but they were unable to be released from the catheter. They did not have to pull the clips of the tissue, as the clips could be reopened. The procedure was able to be completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is not known. However, it was noted to be over 18 years. The date of the event is unknown. However, it was noted to be 2 to 3 weeks prior to the date of the report. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).